Manufacturer narrative:
Product ID: 97755, serial# (B)(4), implanted: (B)(6) 2017, product type: recharger; product ID: 9 77a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead, device information references the main component of the system. Other relevant device(s) are: product is: serial/lot #:(B)(4), ubd: 2021-11-09, device information references the main component of the system. Other relevant device(s) are: product is: serial/lot #: (B)(4), ubd:2021-10-27. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the controller showed rm04 message and half of the time the controller didn't recognize that the controller was plugged in. They reset the controller by removing and reinserting the battery pack. They then reconnected the recharger. They were able to connect to the ins and see that the ins was charged completely. The recharger connector looked fine. It was further reported that the patient was hurting at the ins site while recharging. It felt like bee stings all around the battery. They felt that sensation about 2 months prior after a fall. The healthcare provider confirmed that the implant had moved, but stated it wasn't significant enough to do anything about. It was further reported that they received the replacement recharger and was able to charge their ins to 90% in 15 minutes which seemed very fast. They felt the bee sting sensations again and in addition to the bee stings, they felt hot all over and could barely move. The muscles in their left butt, hip, and down the back of their leg felt as if they just ran a marathon. It made it hard to sit, stand, walk, and bend over the a day and a half after they charged. After they fell around, (B)(6) 2019, they had a sciatica problem and they were on crutches for two weeks. They managing hcp told them that the wire had shifted from t12 down one, but it wasn't significant. They met with a manufacturer representative after the fall and it was confirmed that the device was fine. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for complex regional pain syndrome type I and spinal pain. The patient reported that whenever they charge their implantable neurostimulator (ins), they have tremendous muscle cramps around the ins site in their hip and leg as well as pain and swelling. The patient stated that they also jerk and twitch everywhere. They mentioned that this only happens when they charge the ins or change the settings. The patient stated that the issues began after a fall they had. They noted that after the fall, they went to the emergency room and had x-rays done. The patient indicated that they thought they had a torn groin muscle but didn't know much about the stimulator. After the patient got the results from the x-ray, they thought that there was a battery displacement, or that the lead came loose. They mentioned that the night prior to the report, they charged the ins all the way to 100% around midnight, and today it is already down to 20%. The patient met with a manufacturing representative (rep) on the day of the report. They added that the rep tested the device and thought the wires became disconnected, which would explain the rapid depletion rate of the ins. The patient was to follow-up with the healthcare provider. No further complications were reported or anticipated.